Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left circumflex artery (lcx). A non-bsc stent was advanced but failed to cross the lesion. Subsequently, a 2.5x38mm synergy stent was advanced and was successfully deployed to treat the target lesion. Post stent deployment, the proximal edge of the synergy stent was post dilated with a 3.0x12mm nc emerge balloon catheter. The physician wanted to place another stent distal to the previously implanted 2.5x38mm synergy stent and inserted a 145, 5-in-6 guidezilla guide extension catheter to provide additional support to the system. The physician then tried to deliver a stent through the existing synergy stent. In the process, the tip of the guide extension catheter came into contact with the proximal edge of the previously implanted 2.5x38mm synergy causing an accordion of the proximal edge. The physician was able to successfully deliver the second stent to the distal lcx but needed to implant an additional synergy stent to cover the proximal edge of the implanted 2.5x38mm synergy stent that had been deformed. No patient complications were reported although it did delayed the case.